Event description:
It was reported that the patient had the inflatable penile prosthesis pump, that was originally implanted in 2018, removed due to a pump mechanical issue. A new inflatable penile prosthesis pump was implanted. Following the surgery, the patient had a functioning device.